Event description:
Device evaluation revealed a defective downstream occlusion (dso) sensor and a damaged/detached dso seal. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached/damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective dso sensor. The dso sensor and seal were replaced to resolve the issue.